Manufacturer narrative:
The reported device is being returned to private label manufacturer for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
This distributor reported that the c-lil-ip-fs-31, low imp fenes grsp frcp jaw in, broke during the removal of the stone from the gallbladder. This took place on (B)(6) 2018 during a lap cholecystectomy procedure and caused a 15-minute delay. It is reported that no component of the device came loose and into contact with the patient; therefore, no components were required to be retrieved. The patient is reported to have not sustained any injury due to this event; neither did the patient have any type of extended stay in the hospital. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was visually inspected by a conmed lab technician. Inspection found that the grasper jaws were bent away from each other. The device was transferred to the original manufacturer for further evaluation. This evaluation has not been received to date. Request for the evaluation have been sent to the manufacturer. Should the evaluation be received a follow up report will be filed. Otherwise this filing will stand as the final report. A two-year review of complaint history revealed there has been a total of one complaint, regarding this one device, for this device family and failure mode. During this same time frame 324 devices have been manufactured and shipped worldwide. The reported rate of failure for this device and failure mode is 0.003. Per the instructions for use, the user is advised the following: cautions: prior to each use, inspect the product for loose, bent, broken, cracked, worn or fractured components. Do not use the product if it is damaged or defective. To avoid damage to the working end: carefully insert the device through the working channel.